Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes, the device experienced clotting/micro clots/fibrin clots. This event occurred 1400 times. The following information was provided by the initial reporter. The customer stated: it has been received from lab and other services, samples with excess of fibrin, which prevents a proper process of samples, and leads to additional procedures required so good samples can be obtained for analysis, and in several cases.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (fibrin/fibrin mass) because the defect was not evident in the testing of the complaint lot samples. Evaluation of both retain and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to fibrin/fibrin mass. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes, the device experienced clotting/micro clots/fibrin clots. This event occurred 1400 times. The following information was provided by the initial reporter. The customer stated: it has been received from lab and other services, samples with excess of fibrin, which prevents a proper process of samples, and leads to additional procedures required so good samples can be obtained for analysis, and in several cases.